Manufacturer narrative:
The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using a cook silicone balloon hysterosalpingography injection catheter. The initial reporter indicated that the balloons could not be unblocked and the catheters had to be cut to allow the sodium chloride out of the balloon so the catheter could be removed. There was no description provided of where the catheter was cut. A section of the device did not remain inside the patient¿s body.

Manufacturer narrative:
No serious injury occurred due to the catheter needing to be cut.